Manufacturer narrative:
This report is submitted on 26 february 2021.

Manufacturer narrative:
This report is submitted on 20 0ct 2020.

Event description:
Per the clinic, it was reported that the implant has been migrated out of the cochlea resulting in no benefit to the patient. Reimplantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020. The patient was not re-implanted with another device.